Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer also stated that the insulin pump had no delivery alarm and cannula was bent. Customer declined to trouble shoot high blood glucose and just want to fix insulin flow block alarm. The insulin pump will not be returned for analysis.